Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the reporting clinician declined to give any further information, primarily as they the initial procedure was not performed at their hospital. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number. What is physician¿s opinion as to the etiology of or contributing factors to this event? Were any concomitant procedures performed? Onset date/time of the pain from surgery. What medical intervention was given for the pain management? Results? If reoperation was performed please surgical findings. What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure in 2008 and mesh was implanted. The patient experienced dyspareunia and vaginal pain. Vaginal portion of the mesh was removed on (B)(6) 2018. There was no immediate evidence of problem with the mesh at removal. No additional information is available.